Manufacturer narrative:
Concomitant medical products: t510c29 tissue valve, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture. It was also reported that the rv lead was under-sensing, the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.